Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) deployed when the package was opened. There was no reported patient injury. The device was never inserted into the sheath or patient. Another mynx was opened and used successfully for closure. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) deployed when the package was opened. There was no reported patient injury. The device was never inserted into the sheath or patient. Another mynx was opened and used successfully for closure. Additional information was requested but not provided. The device was later returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) deployed when the package was opened. There was no reported patient injury. The device was never inserted into the sheath or patient. Another mynx was opened and used successfully for closure. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. The reported event of ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis and images were not provided. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported premature deployment of the device while in the packaging. However, storage/prepping factors are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing, which is not a product defect. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) deployed when the package was opened. There was no reported patient injury. The device was never inserted into the sheath or patient. Another mynx was opened and used successfully for closure. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) deployed when the package was opened. There was no reported patient injury. The device was never inserted into the sheath or patient. Another mynx was opened and used successfully for closure. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, revealing that both button 1 and button 2 were not depressed. The syringe was returned but not connected to the luer hub, and the stopcock was set in the open position. The procedural sheath was not returned for analysis. The distal edge of the sealant was partially deployed, and the cartridge assembly sleeves were kinked. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length of the outer sleeve was not verified due to the kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, revealing that the sealant was partially deployed with kinks in the sleeve. The reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed through analysis of the returned device due to the partially exposed sealant observed from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, as the issue was reportedly found when the package was opened, storage/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.